Manufacturer narrative:
Information regarding section d2-suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Continued from e3: continued from section e3 occupation: non-healthcare professional investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. One kinked catheter was returned with the device. The red activation knob was engaged in the handle for activation of the co2 cartridge, however the co2 cartridge was exposed at the bottom of the activation knob because the rounded end broke off. The broken piece of the activation knob was included with the returned device. When the red activation handle was removed, no co2 discharged from the cartridge. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance

Event description:
The following was reported to the FDA: "in preparation for an upper endoscopic hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. At the time to activate the carbon dioxide (co2), the product displaces [broke] and the co2 container has break [co2 cartridge broken handle]. There was not another brand new hemospray and the physician could not stop the bleeding. The patient underwent surgery." The following information was received on (B)(6) 2019: no further methods were attempted to stop the bleeding prior to the patient being taken to surgery because when they decided to use the hemospray, because it [malfunction] was after they had used other hemostatic techniques. When the hemospray failed, there was not any more options. The catheters were not connected to the handle and placed down the endoscope when the malfunction occurred. A section of the device did not remain inside the patient¿s body because this event occurred prior to use. The patient required hemostasis surgery due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
In preparation for an upper endoscopic hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. At the time to activate the carbon dioxide (co2), the product displaces [broke] and the co2 container has break [co2 cartridge broken handle]. There was not another brand new hemospray and the physician could not stop the bleeding. The patient underwent surgery. A section of the device did not remain inside the patient¿s body. The patient required hemostasis surgery due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.